Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl. The cause of low bg was unknown. The customers son found them unresponsive then called the ambulance. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.